Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had original surgery on an unknown date to repair an ankle fracture. Patient walked on ankle fracture and fracture collapsed. Patient reported pain and was determined to have a non-union. Decreased range of motion also reported. All implants were removed on (B)(6) 2015. No implants were reported broken, but metaphyseal plate (part #223.416) was reported to be bent and had loosened. Patient was revised with a 3.5 lcp medial distal tibia plate using bone graft with reamer irrigator aspirator on (B)(6) 2015. There was no delay reported. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date unknown. Original implant date unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.